Event description:
Pt was revised to address effusion and knee pain.

Manufacturer narrative:
Eval was not possible, as the prods were not returned. A search of the complaint database did not reveal any other reports for the mfg lots. The investigation could not verify or draw any conclusions about the reported effusion or pain. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prods and/or add'l info be rec'd, the investigation will be re-opened.